Event description:
It was reported called and spoke with mr. Meyler. He reported 20 defective cath kits from order in april. Lot #: ngjw3693 and ngjy0089. He reported they were dry with not enough lubrication. He would like for 10fr but they have to be rr. Will message via pt hub to confirm if item can be sent out. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported called and spoke with mr. Meyler. He reported 20 defective cath kits from order in april. Lot #: ngjw3693 and ngjy0089. He reported they were dry with not enough lubrication. He would like for 10fr but they have to be rr. Will message via pt hub to confirm if item can be sent out. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.